Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that they had six cases of the leads not being t ightened by the new tension wrench, causing high impedances. He recommended opening the pocket and using higher torque on the retention screws to re-tighten. If it did not work, then they would replace leads. If additional information is received, a follow-up report will be sent. Refer to the following regulatory reports for information on the other leads involved: 007566237-2016-00789, 3007566237-2016-00790, 3007566237-2016-00791, 3007566237-2016-00793

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that since moving to the newer model implantable neurostimulator (ins) with a torque limiting hex-wrench, they saw an increased number of patients who were sent home post-implant with appropriate impedances, only to return unhappy with therapy outcomes. The patients were interrogated and found to have high impedances and the hcp implied this was because the setscrews were not making good contact with the lead. Upon reopening the pocket, the hcp used the non-torque limiting wrench from the original model ins to tighten the setscrews and that allowed the impedances to be checked in range. The manufacturer representative's take was that the setscrew needed to be engaged, disengaged, and engaged a second time prior to closing the device pocket. If the setscrew was retracted too far following the first engagement, it could be possible for the setscrew to become cross-threaded on the threads of the setscrew bore and this would cause the setscrew wrench to "click" prevent the setscrew from being further advanced. The traditional wrench may allow the use to advance the setscrew.